Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately six months post implant it was reported by the clinician that there was an alert for high right ventricular (rv) defib impedance on the remote transmission for the right ventricular (rv) lead. The rv lead remains in use and the clinician will assess the patient in clinic to rule out fluid versus possible coil issue. No patient complications have been reported as a result of this event.